Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. (B)(4). The [pt] involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿chest tightness, shortness of breath, cardiac arrest". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. "Unknown if reported patient death is related to filter". Unknown if the reported "chest tightness, shortness of breath, cardiac arrest" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer reference # (B)(4). Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). The [pt] involved was reported to be deceased, but it has not been indicated that the ivc filter attributed to this outcome. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 07/14/2017 as follows: patient allegedly received an implant on (B)(6) 2015 via the right internal jugular vein due to dvt. Patient is alleging chest tightness, shortness of breath, cardiac arrest. The [pt] involved was reported to be deceased, date unknown, but it has not been indicated that the ivc filter attributed to this outcome.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.